Event description:
The event occurred on either (B)(6) 2025 and involved an unspecified tubing set. A small hole was noted towards the end of the tubing (closest to the patient) and the line was leaking during a patient's infusion of iron. There was no report of any human harm.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
D9 - additional information. Investigation summary: the reported complaint of a hole in the tubing could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed, and a probable cause cannot be determined. No lot number received for a device history review.